Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was a thermally sensitive crystal, designator y4, on the digital pcb assembly. The unit would only function properly when cold. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up cycle when powered on. There was no patient use associated with the reported event.